Event description:
In 2005 dual chamber ICD implanted. In 2006 abrupt rise and high voltage lead impedence 7 days later or for revision a + v lead twisted. Pacing threshold from right v to a coil markedly elevated constant with coil problem. Vent lead changed.